Event description:
It was reported that the insulin pump had a keypad anomaly. The blood glucose reading was 366 mg/dl. The customer stated that he was trying to bolus, and while he pressed the up arrow, the numbers continued to rise even after he let go of the button. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. He stated that his blood glucose levels were high but he was unable to troubleshoot for that issue because he had no syringes. He advised that he would treat with manual injections after the call. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers ramping during testing. The insulin pump was received with cracked case at the display window corner, scratched reservoir tube window, minor scratched lcd window and cracked battery tube threads.